Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-feb-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a crack was observed from the barrel flange to 2ml graduation line. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review was completed for provided lot number 1201874. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported while using bd integra¿ 3 ml retracting safety syringe there was a crack. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they went to draw up the vial and they noticed a crack in the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd integra¿ 3 ml retracting safety syringe there was a crack. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they went to draw up the vial and they noticed a crack in the syringe.